Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4). A follow-up MDR was submitted for sr-061258 with the MDR number 3004753838-2014-25037 which is for sr-052708. The MDR number for sr-061258 is 3004753838-2014-27037. A second follow-up is being submitted for this sr-052708 informing the FDA that the first follow-up was submitted incorrectly and that the information contained in it belongs to MDR 3004753838-2014-27037. All information reported in the initial report for 3004753838-2014-052708 is current. If additional information is provided or if the product returns for evaluation a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board.

Manufacturer narrative:
(B)(4).